Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired. The device was scrapped by stryker. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device would not power on. The customer advised that the device attempts to power on but does not complete the power on sequence turns off. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. The customer advised that the device attempts to power on but does not complete the power on sequence turns off. There was no patient use associated with the reported event.